Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the duckbill valve was detached off inside the patient's body when the forceps was inserted into the device and abdominal air leaked. The fallen part was retrieved by specimen pouch (tyco). As the fallen part was retrieved, no piece was left in the patient body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.